Event description:
It was reported that the device gave an "air in line" alarm. No known adverse effects to patient.

Manufacturer narrative:
One cadd®-solis ambulatory infusion pump was returned for analysis in good condition. Functional and visual testing was performed on the device. The reported event of an air in line alarm was verified. The device was found to be displaying "air in line" alarm message during the investigation. The "air in line alarm" issue was caused by a faulty air detector. Recommend air detector to be replaced.